Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal segment of the left anterior descending (lad) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, air ingress occurred. The image momentarily disappear midway through the pullback before reappearing normally. The appearance differed from typical dark image presentations, leading to the assessment that air ingress might not be the underlying cause. The procedure was completed using another of the same model. No patient complications were reported.